Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 18 fr (french) non-medtronic sheath was used to insert the delivery catheter system (dcs). The valve was deployed at an implant depth of 0 - 1 mm on the non-coronary cusp (ncc). The valve dislodged due to the impact when the paddle was detached. The final implant depth was -2 mm on the ncc and 3 mm on the left coronary cusp (lcc). Although transesophageal echocardiography showed no aortic regurgitation, it would have been difficult to perform an intervention if the valve dislodged while the patient was being monitored. So, the first valve was pulled up with a snare and a second valve was implanted. The second valve was retracted in the same position as the first valve in order to protect the brachiocephalic artery. The second valve was implanted towards the aorta side from the snared valve and the procedure was completed. No regurgitation was noted. The patient¿s aortic angle was 63.4 degrees with a tortuous aorta. No additional adverse patient effects were reported.